Event description:
It was reported by service report that there is a defective footend right load cell. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: bad load cell.